Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician was unable to extend the helix of the right ventricular (rv) lead despite multiple turns. The rv lead was removed from the patient's body, and the helix was still unable to extend. It was noted that blood had entered into the rv lead and was unable to be flushed away. A new rv lead was used to complete the procedure. No patient complications have been reported as a result of this event.